Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right ventricular was perforated by the lead. A pericardiocentesis was performed and fluid was drained. The other leads were implanted and the procedure was completed. The patient was stable.